Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: mw5032590) on 13-jan-2014. The most recent information was received on 25-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was not in place") and genital haemorrhage ("bleed") in a 40-year-old female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tool used to place the essure wouldn't release". The patient's past medical history included multigravida (on (B)(6) 1991, (B)(6) 1997, (B)(6) 2000), parity 3, complication of pregnancy, blood transfusion (after 1991 childbirth.) And condom. Concomitant products included oral contraceptive nos. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced cluster headache ("cluster headaches"). In 2012, the patient experienced lichen planus ("lichen planus"). In 2013, the patient experienced back pain ("low back pain/lower back pain"), mental disorder ("mental health issues/mental health issues"), depression ("depression/depression"), anxiety ("anxiety / mental anguish/anxiety/suffered mental anguish") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), device expulsion ("the other coil fell out of her tube and is in her uterus"), alopecia ("hair loss/hair loss"), weight increased ("weight gain of over 30 plus pounds/weight gain/weight gain"), arthralgia ("persistent severe joint pain/persistent severe joint pain"), allergy to metals ("allergy to nickel"), hypersensitivity ("hypersensitivity reaction"), uterine enlargement ("made uterus swell to the sign of being 5 months pregnant"), constipation ("constipation"), diarrhoea ("diarrhea"), dysuria ("painful urinating"), hirsutism ("hair growing on her face") and abdominal distension ("bloating"). The patient was treated with ibuprofen (advil), antidepressants, citalopram hydrobromide (celexa) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2013, the lichen planus had resolved. In 2014, the back pain had resolved. At the time of the report, the device dislocation, mental disorder, allergy to metals, hypersensitivity, uterine enlargement and abdominal pain outcome was unknown, the genital haemorrhage, device expulsion, depression, anxiety, constipation, diarrhoea, dysuria, hirsutism and abdominal distension had not resolved, the alopecia, weight increased and arthralgia was resolving and the cluster headache had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cluster headache, constipation, depression, device dislocation, device expulsion, diarrhoea, dysuria, genital haemorrhage, hirsutism, hypersensitivity, lichen planus, mental disorder, uterine enlargement and weight increased to be related to essure. The reporter commented: patient had hysterectomy for persistent joint pain and low back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. On an unspecified date (3 months after insertion): hysterosalpingogram: not reported. Patient did undergo essure confirmation test on 2012 (not sure of date) via dye test quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received. New event abdominal pain was added. Essure removal date was updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032590) on 13-jan-2014. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was not in place") and genital haemorrhage ("bleed") in a 40-year-old female patient who had essure (batch no. 880438) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (on (B)(6) 1991, (B)(6) 1997, (B)(6) 2000), parity 3, complication of pregnancy and blood transfusion (after 1991 childbirth.). Concomitant products included oral contraceptive nos. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced cluster headache ("cluster headaches"). In 2012, the patient experienced lichen planus ("lichen planus"). In 2013, the patient experienced back pain ("low back pain"), mental disorder ("mental health issues"), depression ("depression") and anxiety ("anxiety / mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), device expulsion ("the other coil fell out of her tube and is in her uterus"), device deployment issue ("tool used to place the essure wouldn't release"), alopecia ("hair loss"), weight increased ("weight gain of over 30 plus pounds/weight gain"), arthralgia ("persistent severe joint pain"), allergy to metals ("allergy to nickel"), hypersensitivity ("hypersensitivity reaction"), uterine enlargement ("made uterus swell to the sign of being 5 months pregnant"), constipation ("constipation"), diarrhoea ("diarrhea"), dysuria ("painful urinating"), hirsutism ("hair growing on her face") and abdominal distension ("bloating"). The patient was treated with ibuprofen (advil), antidepressants, citalopram hydrobromide (celexa) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2013, the lichen planus had resolved. In 2014, the back pain had resolved. At the time of the report, the device dislocation, mental disorder, allergy to metals, hypersensitivity and uterine enlargement outcome was unknown, the genital haemorrhage, device expulsion, device deployment issue, depression, anxiety, constipation, diarrhoea, dysuria, hirsutism and abdominal distension had not resolved, the alopecia, weight increased and arthralgia was resolving and the cluster headache had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, back pain, cluster headache, constipation, depression, device deployment issue, device dislocation, device expulsion, diarrhoea, dysuria, genital haemorrhage, hirsutism, hypersensitivity, lichen planus, mental disorder, uterine enlargement and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient had hysterectomy for persistent joint pain and low back pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. On an unspecified date (3 months after insertion): hysterosalpingogram: not reported. Patient did undergo essure confirmation test on 2012 (not sure of date) via dye test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-may-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032590) on 13-jan-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device was not in place'), genital haemorrhage ('bleed') and tooth fracture ('cracked teeth') in a 40-year-old female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tool used to place the essure wouldn't release". The patient's medical history included multigravida (on (B)(6) 1991, (B)(6) 1997, (B)(6) 2000), parity 3, complication of pregnancy, blood transfusion (after 1991 childbirth.) And condom. Concurrent conditions included yeast infection, vaginitis and irregular menstruation. Concomitant products included oral contraceptive nos. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced cluster headache ("cluster headaches"). In 2012, the patient experienced lichen planus ("lichen planus"). In 2013, the patient experienced back pain ("low back pain/lower back pain"), mental disorder ("mental health issues/mental health issues"), depression ("depression/depression"), anxiety ("anxiety / mental anguish/anxiety/suffered mental anguish") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("the other coil fell out of her tube and is in her uterus"), alopecia ("hair loss/hair loss"), arthralgia ("persistent severe joint pain/persistent severe joint pain"), allergy to metals ("allergy to nickel"), hypersensitivity ("hypersensitivity reaction"), uterine enlargement ("made uterus swell to the sign of being 5 months pregnant"), constipation ("constipation"), diarrhoea ("diarrhea"), dysuria ("painful urinating"), hirsutism ("hair growing on her face"), abdominal distension ("bloating") and tooth fracture (seriousness criterion medically significant), was found to have weight increased ("weight gain of over 30 plus pounds/weight gain/weight gain") and underwent tooth extraction ("had teeh removed and filling fall out"). The patient was treated with antidepressants, ibuprofen, and surgery (endometrial ablation, hysterectomy and root canal). Essure was removed on (B)(6) 2014. In 2013, the lichen planus had resolved. In 2014, the back pain had resolved. At the time of the report, the device dislocation, mental disorder, allergy to metals, hypersensitivity, uterine enlargement, abdominal pain, tooth extraction and tooth fracture outcome was unknown, the genital haemorrhage, device expulsion, depression, anxiety, constipation, diarrhoea, dysuria, hirsutism and abdominal distension had not resolved, the alopecia, weight increased and arthralgia was resolving and the cluster headache had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, cluster headache, constipation, depression, device dislocation, device expulsion, diarrhoea, dysuria, genital haemorrhage, hirsutism, hypersensitivity, lichen planus, mental disorder, tooth extraction, tooth fracture, uterine enlargement and weight increased to be related to essure. The reporter commented: patient had hysterectomy for persistent joint pain and low back pain. Essure removal date also reported as (B)(6) 2004. There were three trailing coils visible at the right tubal ostium and one trailing coil visible at the left tubal ostium. The patient has had an endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure wires are in place. Pathology test - on (B)(6) 2011: results: proliferative endometrium with breakdown. On an unspecified date (3 months after insertion): hysterosalpingogram: not reported. Patient did undergo essure confirmation test on 2012 (not sure of date) via dye test on (B)(6) 2011 pathology test was done having result cervix, 7:00, biopsy: low grade squamous intraepithelial lesion (cin 1). Sampling: ectocervix transformation zone: not visualized no high grade cin or invasive malignancy. Endocervix, curettage: scant fragments of benign endocervical tissue. No glandular neoplasia, cin, or malignancy. Endometrium, biopsy: proliferative endometrium with breakdown. No evidence of chronic endometritis. No hyperplasia, atypia, or malignancy. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; heavy menstrual bleeding, cramping, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event was added- had teeth removed and filling fall out and cracked teeth. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032590) on 13-jan-2014. The most recent information was received on 06-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device was not in place'), genital haemorrhage ('bleed') and tooth fracture ('cracked teeth') in a 40-year-old female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tool used to place the essure wouldn't release". The patient's medical history included multigravida (on (B)(6) 1991, (B)(6) 1997, (B)(6) 2000), parity 3, complication of pregnancy, blood transfusion (after 1991 childbirth.) And condom. Concurrent conditions included yeast infection, vaginitis and irregular menstruation. Concomitant products included oral contraceptive nos. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced cluster headache ("cluster headaches"). In 2012, the patient experienced lichen planus ("lichen planus"). In 2013, the patient experienced back pain ("low back pain/lower back pain"), mental disorder ("mental health issues/mental health issues"), depression ("depression/depression"), anxiety ("anxiety / mental anguish/anxiety/suffered mental anguish") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("the other coil fell out of her tube and is in her uterus"), alopecia ("hair loss/hair loss"), arthralgia ("persistent severe joint pain/persistent severe joint pain"), allergy to metals ("allergy to nickel"), hypersensitivity ("hypersensitivity reaction"), uterine enlargement ("made uterus swell to the sign of being 5 months pregnant"), constipation ("constipation"), diarrhoea ("diarrhea"), dysuria ("painful urinating"), hirsutism ("hair growing on her face"), abdominal distension ("bloating"), tooth fracture (seriousness criterion medically significant), infection ("infection") and asthenia ("start to get some energy back"), was found to have weight increased ("weight gain of over 30 plus pounds/weight gain/weight gain") and underwent tooth extraction ("had teeth removed and filling fall out"). The patient was treated with antidepressants, ibuprofen, and surgery (endometrial ablation, hysterectomy and root canal). Essure was removed on (B)(6) 2014. In 2013, the lichen planus had resolved. In 2014, the back pain had resolved. At the time of the report, the device dislocation, mental disorder, allergy to metals, hypersensitivity, uterine enlargement, abdominal pain, tooth extraction and tooth fracture outcome was unknown, the genital haemorrhage, device expulsion, depression, anxiety, constipation, diarrhoea, dysuria, hirsutism and abdominal distension had not resolved, the alopecia, weight increased, arthralgia and asthenia was resolving and the cluster headache had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, cluster headache, constipation, depression, device dislocation, device expulsion, diarrhoea, dysuria, genital haemorrhage, hirsutism, hypersensitivity, infection, lichen planus, mental disorder, tooth extraction, tooth fracture, uterine enlargement and weight increased to be related to essure. The reporter commented: patient had hysterectomy for persistent joint pain and low back pain. Essure removal date also reported as (B)(6) 204. There were three trailing coils visible at the right tubal ostium and one trailing coil visible at the left tubal ostium. The patient has had an endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure wires are in place. Pathology test - on (B)(6) 2011: results: proliferative endometrium with breakdown. On an unspecified date (3 months after insertion): hysterosalpingogram: not reported. Patient did undergo essure confirmation test on 2012 (not sure of date) via dye test * on (B)(6) 2011 pathology test was done having result. A) cervix, 7:00, biopsy: 1. Low grade squamous intraepithelial lesion (cin 1). A. Sampling: ectocervix. B. Transformation zone: not visualized. 2. No high grade cin or invasive malignancy. B) endocervix, curettage: 1. Scant fragments of benign endocervical tissue. 2. No glandular neoplasia, cin, or malignancy. C) endometrium, biopsy: 1. Proliferative endometrium with breakdown. 2. No evidence of chronic endometritis. 3. No hyperplasia, atypia, or malignancy . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; heavy menstrual bleeding, cramping, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5032590) on 13-jan-2014. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure device was not in place'), genital haemorrhage ('bleed') and tooth fracture ('cracked teeth') in a 40-year-old female patient who had essure (batch no. 880438) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "tool used to place the essure wouldn't release". The patient's medical history included multigravida (on (B)(6) 1991, (B)(6) 1997, (B)(6) 2000), parity 3, complication of pregnancy, blood transfusion (after 1991 childbirth.) And condom. Concurrent conditions included yeast infection, vaginitis and irregular menstruation. Concomitant products included oral contraceptive nos. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced cluster headache ("cluster headaches"). In 2012, the patient experienced lichen planus ("lichen planus"). In 2013, the patient experienced back pain ("low back pain/lower back pain"), mental disorder ("mental health issues/mental health issues"), depression ("depression/depression"), anxiety ("anxiety / mental anguish/anxiety/suffered mental anguish") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("the other coil fell out of her tube and is in her uterus"), alopecia ("hair loss/hair loss"), arthralgia ("persistent severe joint pain/persistent severe joint pain"), allergy to metals ("allergy to nickel"), hypersensitivity ("hypersensitivity reaction"), uterine enlargement ("made uterus swell to the sign of being 5 months pregnant"), constipation ("constipation"), diarrhoea ("diarrhea"), dysuria ("painful urinating"), hirsutism ("hair growing on her face"), abdominal distension ("bloating"), tooth fracture (seriousness criterion medically significant), infection ("infection") and asthenia ("start to get some energy back"), was found to have weight increased ("weight gain of over 30 plus pounds/weight gain/weight gain") and underwent tooth extraction ("had teeh removed and filling fall out"). The patient was treated with antidepressants, ibuprofen, and surgery (endometrial ablation, hysterectomy and root canal). Essure was removed on (B)(6) 2014. In 2013, the lichen planus had resolved. In 2014, the back pain had resolved. At the time of the report, the device dislocation, mental disorder, allergy to metals, hypersensitivity, uterine enlargement, abdominal pain, tooth extraction and tooth fracture outcome was unknown, the genital haemorrhage, device expulsion, depression, anxiety, constipation, diarrhoea, dysuria, hirsutism and abdominal distension had not resolved, the alopecia, weight increased, arthralgia and asthenia was resolving and the cluster headache had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, asthenia, back pain, cluster headache, constipation, depression, device dislocation, device expulsion, diarrhoea, dysuria, genital haemorrhage, hirsutism, hypersensitivity, infection, lichen planus, mental disorder, tooth extraction, tooth fracture, uterine enlargement and weight increased to be related to essure. The reporter commented: patient had hysterectomy for persistent joint pain and low back pain. Essure removal date also reported as (B)(6) 204. There were three trailing coils visible at the right tubal ostium and one trailing coil visible at the left tubal ostium. The patient has had an endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure wires are in place. Pathology test - on (B)(6) 2011: results: proliferative endometrium with breakdown. On an unspecified date (3 months after insertion): hysterosalpingogram: not reported. Patient did undergo essure confirmation test on 2012 (not sure of date) via dye test * on (B)(6) 2011 pathology test was done having result. A) cervix, 7:00, biopsy: 1. Low grade squamous intraepithelial lesion (cin 1). A. Sampling: ectocervix. B. Transformation zone: not visualized. 2. No high grade cin or invasive malignancy. B) endocervix, curettage: 1. Scant fragments of benign endocervical tissue. 2. No glandular neoplasia, cin, or malignancy. C) endometrium, biopsy: 1. Proliferative endometrium with breakdown. 2. No evidence of chronic endometritis. 3. No hyperplasia, atypia, or malignancy. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; heavy menstrual bleeding, cramping, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received event "infection and start to get some energy back" was added, reporter information was added, a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5032590) on 13-jan-2014. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure device was not in place") and genital haemorrhage ("bleed") in a (B)(6) female patient who had essure (batch no. 880438) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (on (B)(6) 1991, (B)(6) 1997, (B)(6) 2000), parity 3, complication of pregnancy and blood transfusion (after 1991 childbirth.). Concomitant products included oral contraceptive nos. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced cluster headache ("cluster headaches"). In 2012, the patient experienced lichen planus ("lichen planus"). In 2013, the patient experienced back pain ("low back pain"), mental disorder ("mental health issues"), depression ("depression") and anxiety ("anxiety / mental anguish"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), device expulsion ("the other coil fell out of her tube and is in her uterus"), device deployment issue ("tool used to place the essure wouldn't release"), alopecia ("hair loss"), weight increased ("weight gain of over 30 plus pounds/weight gain"), arthralgia ("persistent severe joint pain"), allergy to metals ("allergy to nickel"), hypersensitivity ("hypersensitivity reaction"), uterine enlargement ("made uterus swell to the sign of being 5 months pregnant"), constipation ("constipation"), diarrhoea ("diarrhea"), dysuria ("painful urinating"), hirsutism ("hair growing on her face") and abdominal distension ("bloating"). The patient was treated with ibuprofen (advil), antidepressants, citalopram hydrobromide (celexa) and surgery (hysterectomy). Essure was removed on (B)(6) 2014. In 2013, the lichen planus had resolved. In 2014, the back pain had resolved. At the time of the report, the device dislocation, mental disorder, allergy to metals, hypersensitivity and uterine enlargement outcome was unknown, the genital haemorrhage, device expulsion, device deployment issue, depression, anxiety, constipation, diarrhoea, dysuria, hirsutism and abdominal distension had not resolved, the alopecia, weight increased and arthralgia was resolving and the cluster headache had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anxiety, arthralgia, back pain, cluster headache, constipation, depression, device deployment issue, device dislocation, device expulsion, diarrhoea, dysuria, genital haemorrhage, hirsutism, hypersensitivity, lichen planus, mental disorder, uterine enlargement and weight increased to be related to essure. The reporter commented: patient had hysterectomy for persistent joint pain and low back pain. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). On an unspecified date (3 months after insertion): hysterosalpingogram: not reported. Patient did undergo essure confirmation test on 2012 (not sure of date) via dye test. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in dev@com.¿ medical assessment: the reported medical events are not indicative for a quality deficit per se. The case refers to a device malfunction and a usability issue. Furthermore a device misuse and device use error were reported. No further ae reports have been received to date in relation to batch 880438. No batch signal could be identified. No complaint sample was provided for further technical investigation. The review of the lot history records found that the product met product release specifications. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿ . In summary, based on the available information there is no reason to suspect quality defect. The reported usability issue will be subject to post market surveillance monitoring. Most recent follow-up information incorporated above includes: on 15-nov-2017: pfs received: patients demographics data , historical condition, historical drug, treatment drug and events device dislocation, hair loss, weight gain, joint pain, back pain ,mental issues, lincher planus, allergy to metals, hypersensitivity, pelvic pain, uterine enlargement, luster headache were added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.